Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or frozen screen noted. Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed battery test alarms during testing. Device passed self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had frozen display. Customer's blood glucose level was 179mg/dl was at the time of the incident. Customer's wife stated that the customer woke up with the display frozen and off. The customer's wife declined to troubleshoot and stated that this was the second occurrence. The insulin pump was returned for analysis.